Event description:
The customer stated that, the rubella calibration had failed on the axsym analyzer with cal 1 out of range low. The customer stated the issue was with two lots of calibrators. The customer replaced the cal a with buffer and recalibrated successfully. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.